Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 125, 145, 95, 96 and 117mg/dl non-fasting. The customer's expected non-fasting blood glucose test result is 170 mg/dl. Customer stated that she rarely tests fasting as that was what the doctor instructed her. Customer stated that she has been using her husband's meter (but did not provide any of the results obtained using that meter as well as the brand of meter). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/24/2021 and test strips were opened less than a month ago. The meter memory was reviewed for previous test result history: (B)(6).